Manufacturer narrative:
Consumer haven't provided event date this is an approximated date the investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers : 1221359-2022-04483 through 1221359-2022-04486.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self test performed on himself across three days. This report addresses test three (3) of four (4). The customer reported one false negative with the binaxnow covid-19 antigen self test performed on unknown date. Confirmation testing was performed at hospital facility ( platform : unknown) and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.